Event description:
It was reported the patient underwent surgery where both leads were explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2023-01518. It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.